Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device had biological residue lodged in the jaws and had a broken needle lodged in the right jaw. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The suturing handle kept dropping the suture. Then it would not let both ears up to reload the suture. The device was difficult to toggle, difficult to load, and difficult to unload. In order to resolve the issue and complete the case, a new suturing handle was opened. There was no patient harm. The patient outcome is alive,no injury.